Event description:
The customer reported obtaining false patient result with asterisk (*) flag on multiple patient sample involving their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and determined the failure mode was due to an overheating cuvette wheel drive motor. The fse replaced the instrument at the customer¿s request. The customer was satisfied. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).